Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the complaint could not be investigated due to the unrelated issues of moisture damage and an unresponsive keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 064 call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.